Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit has a frayed power cord.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wires were damaged on the power which confirmed the original complaint issue.

Event description:
The dealer stated that the unit has a frayed power cord.